Event description:
A doctor contacted baxter (B)(4) regarding a connection issue with a transfer set. The doctor stated that the spike of the transfer set came off of the port of the uv twin bag when the home patient (hp) ejected the set from the clean flash. There was patient involvement. There was no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a connection issue was not confirmed and the root cause could not be determined. A sample evaluation was performed. A visual inspection was performed with no issues noted. Leak testing, a clamp function test and a clear passage test were performed with no issues noted. The sample was measured and was within specification limits.